Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, it was found that the oxygen (o2) sensor had gas bubbles near the cathode as a result of dehydration causing unstable sensor output. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during testing of the device at the service center, the electronic patient gas system (epgs) oxygen (o2) sensor failed. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the pst installed the o2 sensor into lab use only (luo) testing equipment. The o2 sensor had a measurement of 25.4 millivolts (mv) in ambient air which is outside the specification range of 9-13 mv. It was determined that the o2 sensor did not meet specification. This is related to complaint (B)(4)/medwatch # 1828100-2023-00080.